Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse observed that in system ECG is showing. Checked with other ECG cable and trainer also it is not working. Problem found with front end board that has to be replaced. Fse replaced the pcb front end module and then checked the system with trainer & ECG cable it is working fine and ready to use.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit ECG was not coming.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.